Event description:
It was reported that an asymptomatic patient presented via merlin.net transmission showing nonsustained lead noise episode due to post-paced t-wave oversensing. The oversensing was noted on a stored egm. Programming changes were recommended. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.